Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented after experiencing dizziness and being pre-syncopal. Noise, oversensing and pacing inhibition were observed on the device and competitor right ventricular (rv) lead. The device was reprogrammed to bipolar configuration and no further noise was noted. No electrograms were available as the wand was losing telemetry. As a result, the patient was brought back in and the electrograms were clean of noise during maneuvers. It was determined the previous noise was a result of the unipolar configuration programming and pectoral noise. The patient will continue to be monitored appropriately. No adverse patient effects were reported.